Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip causing damage to the leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat tricuspid regurgitation (tr) with a grade of 4+. Patient was severely diuresed before procedure to lessen coaptation gap of tr. Three clips were implanted, reducing tr to 1. The patient returned on a later date and transesophageal echocardiography (tee) observed the tr had increased to 4 and that two of the clips had torn through the anterior leaflet. The clip were still attached to both leaflets. According to the physician, after the patient¿s procedure, the patient was given fluid volume on the floor and became volume overloaded. The thought was that because they were diuresed prior, the overload of volume put too much immediate stress on leaflets causing a tear. No further treatment was planned. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that per the mitraclip system instructions for use (IFU), indication for use section states: the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The off-label use does not appear to have contributed to the reported tissue damage. The reported patient effect of tissue damage appears to have been a result of procedural conditions. Additionally, the reported patient effect of tissue damage as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.